Manufacturer narrative:
D1 brand name updated/corrected. Removed e2343 and f1905 from h6. The investigation is still ongoing.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella 5.5-automated impella controller (aic) support placed for the patient admitted in for bypass surgery. During impella setup, customer inserted purge cassette and aic did not recognize that purge cassette was inserted. Customer exchanged aic and purge cassette was recognized in new aic. There was no patient harm. This complaint is for the aic and another report will be sent for the impella 5.5.

Manufacturer narrative:
Engineering assessment: issue reported as purge cassette not detected on multiple aics, indicating the problem is with the purge cassette, not the aic, therefore controller failure code should be removed.

Manufacturer narrative:
B7 added information that was omitted from the initial report that was submitted. D9 added date device was returned as it was omitted from the initial report that was submitted. E1 added initial reporter phone number and zip code as they were omitted from the initial report that was submitted. H6 added code b13 as it was omitted from the initial report that was submitted. Type of investigation, investigation findings and investigation conclusions were revised as the device was returned. H10 added related report number. H11 revised additional manufacturer narrative as the device was returned at the time the initial report was submitted. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.